Event description:
It was reported that the touchscreen on the customer's pump was hard to see. There was no adverse impact to the customer¿s blood glucose level. Customer declined follow up from tandem technical support. No additional information was provided.